Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when a nurse was removing the needle after performing venipuncture on a patient using a bd intima-ii¿ closed IV catheter system, the needle broke. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation results: a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The batch record was reviewed, no related abnormalities were found. The thickness of the notch of the complaint sample was lower than the lower limit, and the bearing capacity of the cannula was smaller resulting in the fracture of the cannula. The cannula is supplied to the plant, not manufactured there. The plant will feed back the information to the supplier. No further corrective action is required.